Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. It was questioned how to treat the patient's rhythm more quickly. Programming options were discussed with the health care professional (hcp). No additional adverse patient effects were reported. The device remains in service.